Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the emergency medical service stapled across. There was no consequence to the pt.